Event description:
It has been reported to co that during a ptca procedure the zuma guide catheter broke inside the pt while trying to torque it. The physician was able to remove the catheter through the introducer sheath. There was no pt injury and the device is being returned for co's analysis.

Event description:
It has been reported to co that during a ptca procedure the zuma guide catheter broke inside the pt while trying to torque it. The physician was able to remove the catheter through the introducer sheath. There was no pt injury and the device is being returned for co's analysis.